Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product letter send to contact customer care.

Event description:
Consumer reported complaint for e-5 and hi.the customer is concerned with results obtained of hi. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2017, a back to back blood test was performed by the customer and produced test results of hi mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2018and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in states the meter is reading e-5 and while troubleshooting customers meter read hi. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.